Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the retainer ring was damaged. It was also found that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer will discontinue using the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to lock a test p-cap and reservoir into the reservoir compartment due to damaged retainer and missing o-ring. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay at select button, pillowing keypad overlay, missing o-ring (reservoir tube), partially broken retainer, cracked case (battery tube) and missing/broken belt clip plate weld. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when missing/broken belt clip plate weld and partially broken retainer was noted. Unit was also received with missing retainer reservoir o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.